Manufacturer narrative:
(B)(4). Date sent 1/9/2025. D4 batch #781c36. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received the reload was received partially fired 1/10. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 781c36, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9d75y, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Or did the device start to deploy staples and cut but could not be completed (partially fire)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Or did the device fully fire and stop during the automatic knife return? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a.

Event description:
It was reported that during a thoracoscopic pneumonectomy by vats, the device was locked out at the 1st stroke of the 1st firing during blood vessel processing. The sleds may have moved when loading the cartridge. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.